Event description:
During the lead revision surgery, the pt was in too much pain and claimed to feel the stimulation even when it was off. The physician elected to abort the procedure and recommended the pt get explanted. An explant date has not been scheduled yet.